Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Post open heart surgery the atrial lead exhibited high capture threshold of 7 v, 0.4 ms and undersensing at less than 0.5 mv. The lead was replaced.